Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 53.9cm was returned for analysis. Internal insulation abrasion was noted at 8.8-10.7cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 4.6-4.7cm, 5.2-5.3cm, 5.9-6.1cm, and 6.3-6.7cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 21.9-22.0cm, 23.5-23.7cm, and 25.1-25.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 11.5-12.9cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.2-4.4cm from the distal tip. The sensing conductor etfe was abraded at these locations. This is consistent with the observation from the field of inappropriate hv therapy.

Event description:
It was reported that the patient received inappropriate high voltage therapy. The insulation was noted to be ruptured. The lead was explanted and replaced. The patient was in stable condition following the procedure.